Event description:
The customer reported to olympus, that the xenon light source had a 200 error appear. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found turret e200 appears when white balance performed and dust was inside chamber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be identified. However, it is likely that the phenomenon e200 error occurred due to failure of the clv turret. Olympus will continue to monitor field performance for this device.